Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, post-sensed t-wave oversensing was observed. The patient received inappropriate high voltage therapy. Programming changes were recommended.

Event description:
Clarification of event: it was noted that low sensing values and high capture threshold were observed on the rv lead, also suspected to be the cause of t-wave oversensing and inappropriate shock.